Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: no patient information provide after attempts to gain information 10/02/25 and 10/06/25. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error that resulted in the loss of mechanical ventilation during a case. There was no patient injury.